Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the suture break during the procedure or no. Did the needle break during the procedure? Or no. Did the needle separate from the suture during the procedure? Yes. Was the procedure completed successfully? By replacing the suture. Procedure name? Episiotomy. Any other patient consequences? If yes, what medical/surgical intervention was provided. No.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2022 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/25/2022 h6 component code: g07002: device problem not found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: two packets of product code vr2286 were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damage was observed on the packets. In order to evaluate the conditions of the returned samples, the two packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strands to detect any issue related to no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information received, the device cut itself during the suture. One empty opened foil and a suture piece of product code vr2286 were returned for analysis. In order to evaluate the conditions of the returned sample, the needle was not received for evaluation, and during the visual inspection of the suture, one of the ends was observed torn and the surface suture with marks that appears to be by use of the surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: one empty opened foil and a suture piece of product were returned for analysis. In order to evaluate the conditions of the returned sample, the needle was not received for evaluation, and the needle pull-out issue could not be investigated further. During the visual inspection of the suture, one of the ends was observed torn and the surface suture with marks that appears to be by use of the surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.